Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with the pump and shot. Customer's blood glucose value was 250 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The customer had issues with the sets when they were not adhering. The customer will be sent replacement reservoirs because he was not able to fill. The product was not returned for analysis.